Event description:
It was reported that the time required for the patient to charge his implantable neurostimulator (ins) had increased from 50 minutes to 90 minutes. There had been no programming changes and impedances were within the normal range. Follow up information received two days later reported that testing showed no short circuits but did show impedances >20000 ohms on electrodes 3, 4, and 5. Those electrodes were not being used for the patient's therapy, and he reported good therapeutic coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 39565-30, lot #: n167761002, implanted: (B)(6) 2009, explanted: na; extension model: 3708160, serial #: (B)(4), implanted: (B)(6) 2009, explanted: na; extension model: 3708160, serial #: (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model: 37743, serial #: (B)(4), recharger model: 37752, serial #: (B)(4).